Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited the control knob movement was not working and the angulation was not working. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus confirmed the reported event of angulation is not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the bending section cover was damaged during device handling by the user, which led to water invasion from the damage. Subsequently, bending mechanism was corroded and caused the malfunction to occur. However, a definitive root cause could not be determined. User may detect the suggested event by handling device in accordance with the following instructions for use (IFU). IFU: urf-v2/v2r operation manual chapter 3 ¿preparation and inspection¿ 3.3 ¿inspection of the endoscope_ inspection of the bending mechanisms¿ user may reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU. IFU: urf-v2/v2r reprocessing manual chapter 1: "general policy" 1.4 precautions: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.